Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare provider reported patient¿s weight was (B)(6) pounds with body mass index of 32.6 and the cause of the sudden urge was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was not feeling stimulation and wanted to know how far they should increase stimulation. At the time of the call stimulation was confirmed to be turned on and the patient was assisted with increasing stimulation to where stimulation was felt in the correct location. The patient planned to monitor their symptoms and planned to follow-up with their healthcare provider (hcp) if their symptoms did not resolve. The issue was reported to have begun the day after implant. Patient status is unknown at the time of this report. There were no further complication reported or anticipated. Additional information received from patient as they mentioned that there was sudden urge and no stopping of stream as they were using 2 pads a day for leakage. There was no more leakage now and they had controlled the urge.